Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was from quick release. The infusion set was in use for one day. Insertion site was right abdomen. No further information available.